Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and tubing. The user's blood glucose (bg) level ranged from no impact to over 300 mg/dl. Reportedly, the user primed the tubing and delivered a bolus to address bg level. The user stated that the cartridge was filled with cold insulin.